Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer¿s pump is damaged. The customer was trying to refill their reservoir and the part where you screw it in has a part that is broken off. They stated that they are not sure if the reservoir will stay locked in. The customer¿s blood glucose is unknown. The insulin pump will be returning for analysis.